Event description:
A customer in (B)(6) notified biomérieux of misidentification results for pseudomonas aeruginosa when using vitek® 2 gn ID test kit (ref 21341), lot 2410181103. The customer reported that a patient isolate was identified by vitek® 2 as burkholderia cepacia. The customer reported the same issue for one other patient strain and one atcc strain as well. When retested with the vitek® 2 gn ID test kit, the patient isolate was correctly identified. The customer stated that there were no patient results affected, no wrong results reported to a physician, no incorrect treatment given, and no harm to any patient. There was no delay of greater than 24 hours. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of misidentification results for pseudomonas aeruginosa as burkholderia cepacia when using vitek® 2 gn ID test kit (ref 21341). An internal biomérieux investigation was completed. There was no strain or raw data submitted by the customer for evaluation. No reference results were provided although atcc 27853 is a known p. Aeruginosa. No card set up information was provided, although the customer did confirm that they cleaned their saline dispenser with ethanol. Two lab reports were submitted. The lab report for the patient isolate showed a good identification of b. Cepacia group with 4 atypical reactions (dcel positive, dmal positive, mnt negative, o129r negative) for an identification of p. Aeruginosa according to the gn knowledge base. The lab report for atcc 27853 showed a very good identification of b. Cepacia group 3 atypical positive reactions (dcel, dtag, phos) for an identification of p. Aeruginosa according to the gn knowledge base. It should be noted that cleaning the saline dispenser with ethanol is not recommended as it may cause atypical reactions. Gn lot# 2410181103 met final qc release criteria. This lot passed initial qc performance testing.